Event description:
Customer alleged that segments were missing from the display in the number result and time/date field of the advantage system. Upon the MFR's eval of the returned product, an icon was also confirmed as missing and the customer was unaware. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.